Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their device ¿quit or falter for about 30 seconds at the same time each day¿. It is unknown whether the device remains in use. No patient complications have been reported as a result of this event.